Event description:
No sample for investigation return to the manufacturer. No further informations were submitted.

Manufacturer narrative:
Manufacturing site evaluation: no device was returned for investigation. Manufacturing and quality control data: the mininav was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The mininav valve has a fixed pressure of 10 cmh2o. The valve was inspected as article fv680t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Reason of complaint: "at the time of purging the valve, the doctor tells us that the liquid was going in both directions. He decided to place it anyway, and the next day he changed it, because it was still malfunctioning." Result : an investigation was not possible because no sample was sent in for analysis. Based on our documentation of the product, we can exclude the presence of a defect at the time of delivery of the valve, as these documents show that the valve was delivered in perfect condition. The reason for the above-mentioned dysfunction is not clear to us. Without an investigation, we are unable to determine a valuation or a defect of the product. Based on the current information, no further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a mininav (part # fv680t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve malfunctioned. The patient underwent a revision procedure on (B)(6) 2021. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown height: unknown weight: unknown gender: male.